Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on stored electrograms (egm) during ventricular episodes. The right atrial (ra) lead remains in use. It was also reported that the right ventricular (rv) lead exhibited undersensing and the patient experienced a syncopal episode. The rv lead remains in use. No further patient complications have been reported as a result of this event.